Event description:
It was indicated that an implant driver did not work properly and thus the implant placement surgery had to be aborted and postponed.

Manufacturer narrative:
No further info is available and the implant driver was not returned for investigation. Therefore, because surgery could not be completed, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.